Event description:
I had a routine colonoscopy on (B)(6) at (B)(6) in (B)(6). A polyp was removed during the procedure. On (B)(6) I started having diarrhea and cramping. By thursday (B)(6) I had a low grade fever, severe pain, and bloody diarrhea. I went to the emergency room and was admitted and treated for presumed infectious colitis. I did mention colonoscopy to ER staff. I was released from hosp on (B)(6) with antibiotic prescription. I had a follow-up dr's visit at the facility where I had my colonoscopy ((B)(6)) on (B)(6) and still had diarrhea. I have completed my 10 day course of antibiotics but still have diarrhea. I am scheduled for another colonoscopy (because of the diarrhea) on (B)(6). Despite the week interval between my procedure and the onset of symptoms, it seems more than coincidental that this has happened, especially since this has never happened to me before.